Event description:
It was reported by healthcare professional "patient attended for treatment. PICC flushed. Leakage noted to external part of line just passed the winged area. PICC line was removed and was able to get peripheral cannula to proceed with treatment. The patient is receiving paclitaxol. PICC was located in the basillic vein and exit site measured 19.5cm (5cm)."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A batch history review (bhr) review is not possible, as the manufacturing lot number provided by the complainant is invalid.